Event description:
It was reported that after passing through a metal detector in january of 2013 the patient ¿met difficulties to charge the neurostimulator.¿ the patient managed to recharge the implantable neurostimulator (ins) with ¿difficulties¿ until august of 2013. Difficulties were clarified as ¿bad¿ coupling and a "long charge." Since august, the recharge was no longer possible and there was ¿impossible¿ coupling. A physician recharge mode (pmr) was attempted twice unsuccessfully. As a result, the ins was replaced one day prior to report. It was noted there was premature battery depletion and a suspected overdischarge. It was noted that there were telemetry or interrogation issues. There were no patient symptoms or complications associated with the event. The patient's status was alive with no injury.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, stimulator 37711 imp, serial # (B)(4)) found it to be overdischarged and permanently damaged. A test was done to address the complaint related with coupling of the device. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore ins, indicating that this ins was working correctly with a recharger. Connector module was scratched. The battery was expanded. The ins did not sync with patient programmer. Two pmrs (physician mode recharges) were needed. There were 3 overdischarges. The ins was recovered with a rapid battery discharge.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.